Event description:
The accounts maintenance stated that the caster will not go into brake. One of the set screws fell out of the caster, and when they jacked up the bed, the caster fell out.

Manufacturer narrative:
The account installed the caster back in the correct position to repair the bed.